Event description:
Lead impedance > 3000 ohms was reported. The lead was replaced according to the patient. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed.